Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of post paced t wave oversensing (pptwos) were noted on the device. Technical support was contacted and confirmed the episodes of pptwos as well as pacemaker mediated tachycardia (pmt) episodes. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.